Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider¿s office via a company representative. The date of the event / onset of the patient¿s pain that led to the dye study was unknown. The cause of the pain prior to the dye study was not determined. The cause of the difficulty aspirating from the catheter access port and the cause of the withdrawal symptoms after the dye study had been performed were unknown. The of clinician programmer used to program the total catheter volume was (B)(4) and the of the associated software card used with the programmer was (B)(4). Actions and interventions taken to resolve the withdrawal symptoms and if all the issues were resolved were unknown. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced pain. The date of the event was indicated as having been unknown at the time of the report. A dye study and rotor study were performed. The dye study showed the catheter was intrathecal and the rotor study showed that the rotor had turned. Environmental, external, or patient factors that may have led or contributed to the issue was indicated as having been unknown. Surgical intervention was planned but was not scheduled. They were going back to pump manager to schedule a replacement and possible catheter revision. The patient was without injury regarding their status at the time of the report. The issue was unresolved at the time of the report. Other medications the patient was taking at the time of the report was unable to be obtained. The patient¿s weight and medical history was unknown at the time of the report. No further patient complications have been reported as a result of this event. Additional information received on (B)(6) 2018 from the representative reported the patient had a catheter access port dye study done on (B)(6) 2018, and the doctor had some difficulty aspirating from the catheter access port. The representative stated eventually, that seemed to clear, and the dye study was done. Programming was accurate. The representative stated the following day, the patient had acute withdrawal and was now on her way to the emergency room. The representative was calling to confirm the priming bolus done at the dye study. The change in therapy/symptoms was considered sudden. The representative reported the pump contained hydromorphone [10 mg/ml] at a dose of 1.3 mg/day, bupivacaine [30 mg/ml] at a dose of 3.899 mg/day, and compounded baclofen [1000 mcg/ml] at a dose of 130 mcg/day.